Event description:
During removal of a 45mm ez-io cannula the stainless steel cannula broke leaving a portion of the needle set in the pt. Xray showed it was below cortex so not retrievable without operative intervention. Pt was near quadriplegic and had no/little use of his arms. An orthopedic surgeon was consulted and it was decided to leave the needle in the bone. The pt was discharged with no complaints, pain, or sequela.

Manufacturer narrative:
The user reported that the product performed according to specification until the removal process when the cannula broke off below the cortex of the bone. The cannula breaking was mostly the result of poor removal technique. This report is being submitted because the attending physician decided to leave the stainless steel in the pt rather than retrieve the remnant. The cannula involved in the incident is being returned for evaluation and a subsequent report will be filed once an evaluation of the returned device is completed.